Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was connected to a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer plugged the pump into an alternate wall adapter and the pump charged successfully.